Manufacturer narrative:
Concomitant medical products: product ID: 3889-28; lot# va0rk3w; implanted: (B)(6) 2015; product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient said they were still having a lot of problems with the device, and the healthcare provider thought they needed a new lead. They said they stood up, and the urine would just run out of them. The patient was trying to get in touch with a rep, information was reviewed. They were redirected to their healthcare provider to further address the issue.